Event description:
During coil embolization within a 5.7-3 mm aneurysm the first coil placed without difficulty. Friction/interference felt while advancing the second coil through the microcatheter (mc) and the coil stretched. The stretched coil was removed from the mc. Four other coils were placed using the same mc and the procedure was successfully completed. There were no reported pt complications.